Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported following treatment, he discovered a fluid leak while taking out the cassette. The fluid ws on the pump module. During follow up the patient's nurse reported his effluent has remained clear. There were no signs of infection adn no prophylactic antibiotics were administered. No adverse reported at this time.